Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the pt was admitted for shortness of breath and weakness with the pump speed set at 8800 rpm. The pt was started on milrinone was being worked up for a heart transplant. The ramp study was stopped when the pulmonary capillary wedge pressure (pcwp) reached 5 mmhg, to avoid the possibility of a suction event. At the conclusion of the case the pump speed was set at 9600 rpm.

Manufacturer narrative:
A direct correlation between the reported event and the device could not be determined. It was communicated that the patient remained ongoing on pump support until expiring on july 6, 2014. The pump was returned and evaluated under MFR's medwatch # 2916596-2014-01364. A review of device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing its file on this event.